Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. F(B)(4).

Event description:
It was reported that the patient was seen at the emergency room following a fall. As a result, the physician adjusted the lead¿s position. About two years later, the patient fell again and was seen at the emergency room. The physician checked the device and noted an issue with the sensing of the lead that was causing the device to not work normally. Another lead was implanted and the pacemaker worked normally. It was noted that the patient was doing well. No further patient complications have been reported as a result of this event.